Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, when attempting to insert the sensor wire at their arm part of the needle was broken. No additional event or patient information is available.